Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed travel reverse error. The device was visually inspected and found ear clip was broken. The customer reported issue was confirmed and the ear clip was replaced to repair the device. Replaced the left and right clutch, and clutch spring to fix the travel reverse error. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump is calibrated and greased and reset to standard configuration. After installing and replacing the parts, the pump passed all the testing.

Event description:
It was reported that there was a cracked broken flange clip. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.